Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the capsular bag tore and the lens was removed. Additional information was required, but is not anticipated.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken/torn in the gusset area. The remaining haptic was bent in the gusset and broken/torn in the distal area. The posterior optic surface was scratched near the peripheral edge. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 9/19/2007 and 9/21/2007 by phone, fax and mail. A completed questionnaire has not been returned.